Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the sleep current measurement, active current measurement and displacement test. Insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, replace battery alarm and power error confirmed in the long trace. Detail trace analysis confirmed the insulin pump alarmed replace battery and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board, insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump received a power error alarm. The customers blood glucose was unknown the time. The customer noted that they were unable to charge the internal power source. During troubleshooting, the customer received a power error, and the notification light did not stop flashing. An anomaly occurred a second time after he battery was changed and the reservoir/ tubing process was complete. The customer was advised that they would be receiving a replacement pump. The customer was advised to return the broken pump for analysis.